Manufacturer narrative:
Submit date: 4/9/2018. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There was one sample (used, opened) submitted with this complaint. The sample was tested for leakage at the luer connection per procedure. The sample failed to meet specifications. The reported condition is confirmed. The exact root cause could not be determined based on available information. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaks at nose, at luer connection, or split cannula. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the needles leak excessively at the hub when attached to the syringe.